Manufacturer narrative:
During a test run of the product the heat up was reproducible and it showed that the handpiece was running out of specification as it needed a too high current. This is a sign that the bearings are not running smooth anymore due to wear process. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
(B)(6)/dental assistant from office called today. On (B)(6) 2017 while performing fillings to tooth# 28, 29, 30, and 31, the patient was burned on right cheek and right side of tongue. Both burns were approximately quarter in size. (B)(6) said the burns blistered and sloughed off. Patient is female age (B)(6). Patient was given over the counter magic mouth wash rinse.